Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. The lower case was found broken and the keyboard pad was scratched.

Event description:
It was reported to the biomedical engineer by a nurse that the device may have stopped working, without warning, while on a patient. The "battery light was not on, but switching out pacemakers made the pacer pace appropriately." The nurse also reported "the unit did not quit and they had problems with a different pacemaker too." No patient complications were reported as a result of this event. The device passed normal function checks by the biomedical engineer.